Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed due to sensor wire is still attached to housing puck. The allegation was not confirmed.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is missing. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.